Event description:
It was reported that a trainer requested assistance because a dexcom g7 continuous glucose monitor (cgm) sensor would not pair to the ilet during initial training after previously being paired to another insulin delivery system; guidance included confirming other receivers were powered off and distant, reattempting pairing with code reentry, and toggling settings, with education on pairing timeframe. No adverse clinical symptoms reported. Outcomes included no impact on health and no alarms. User support included remote technical troubleshooting and user education. Investigation of this case revealed an apparent pairing failure attributable to communication or configuration factors without evidence of hardware malfunction. It was concluded, based on previously established findings for similar reports, that user interaction and environmental bluetooth interference were the most probable causes.

Manufacturer narrative:
Initial.